Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used. Implant got loose and fell out. Patient brought implant in his pocket.